Event description:
Voluntary medwatch received states that the patient presented with a right ventricular lead that exhibited under-sensing and unspecified over-sensing. No intervention was reported. The lead remains implanted and in service. Patient status was not reported.